Event description:
It has been reported to philips that the system was down as the host pc was defective and needed to be replaced. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was down as the host pc was defective. No further information regarding the issue has been provided. Later, the issue with the host pc occurred in another case ID where the fse replaced the host pc and the hard disk. No service has been performed by philips in the current case since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.